Event description:
It was reported that a small volume infusor had a leak coming from the tubing. The leak was discovered after filling, the exact location or drug was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not reveal any signs of cuts, dents, breakage, malformation, or any defect on the tubing. A functional leak test could not be performed because the device had a ruptured bladder. The reported condition could not be verified. The ruptured bladder is addressed in medical device report 1416980-2015-04982. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.